Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated procedure. During the procedure, the magnet was not placed properly and the patient received shock therapy. It was noted that the procedure was known to interfere with the device. The magnet was replaced properly and the procedure was completed successfully. The patient was in stable condition.